Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ¿shunt went astray¿ and ¿turned off/down¿ in the operating room when the patient was undergoing an infusion pump implant. Since the patient¿s most recent pump replacement, the patient was experiencing constant headaches. Reportedly, this has been ongoing with pump replacements since 2008.